Manufacturer narrative:
Little details of this incident were reported. The company is continuing efforts to obtain additional information on this incident and patient condition. It was reported that a revision surgery was being considered, but it is unknown whether the revision surgery took place. Consequently, no components are available to the manufacturer for evaluation. Both the surgeon and sales representative reviewed the x-rays and determined that at least one screw had backed out. If any new, or additional information is received on this event or patient condition, a follow-up report will be submitted.

Event description:
A cervical screw backout was reported. The original surgery was approximately one month ago and the problem was discovered during a one-month follow-up visit.